Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid pathway. This occurred 4 times. The following information was provided by the initial reporter: problem during preparation, therefore not used near the patient. Appearance of filaments at the black tip of the piston. The whole box has been put aside because 4 defective syringes from the same batch.

Manufacturer narrative:
Date of event is unknown; awareness date has been used. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2110065, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. All product was inspected under the microscope using magnification, no fibers or other foreign particles were observed on any of the devices. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid pathway. This occurred 4 times. The following information was provided by the initial reporter: problem during preparation, therefore not used near the patient. Appearance of filaments at the black tip of the piston. The whole box has been put aside because 4 defective syringes from the same batch.